Event description:
Litigation alleges that patient experienced pain and discomfort, which negatively affected ability to perform activities of daily living. Blood tests have revealed consistently elevated levels of chromium and cobalt.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related anomalies. A search of the complaint database found no prior reports for the metal insert part and lot number combination; two prior reports for the head part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.